Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to get the stylus to work on the programmer. The user was advised to replace with a new stylus. The programmer remains in use. There was no patient involvement.